Event description:
We have serious doubts about the scientific background of the alzheimaltert test, sold by nymox. The detected protein can not exist as published. Please see the paper: kriegs jo, schmitz j, makalowski w, brosius j. Does the ad7c-ntp locus encode a protein? Biochim biophys acta. 2005 jan 21; 1727-1-:1-4. Epub 2004 dec 31.